Event description:
It was reported that no r-wave measurements were observed from the right ventricular (rv) lead nor p-wave measurements from the right atrial (ra) lead. It was further reported that the implantable pulse generator (ipg) was not pacing and failed a threshold test. During a revision in which the connection was to be assessed, the ipg was explanted and replaced. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 457453 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further test ing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.